Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe ps1 voltage was increased to 5.10 vdc, and the fluoro functions board and the generator interface board were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed "communication error messages", indicating that the generator was not responding, and the generator interface board node was disconnected. No patient injury was reported.